Event description:
It was reported that the patient had a pump replacement for battery depletion. It was noticed that the catheter had a break/tear or hole in it. The patient recovered without sequela. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.